Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reading inaccurately high when testing with control solution. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged inaccuracy issue began on (B)(6) 2017 at 2:05 pm. The patient reported obtaining a control solution result of ¿285 mg/dl¿ which fell above the accepted range printed on the test strip vial. It was not reported if the patient takes any medication to manage his diabetes or if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of feeling ¿sweaty and nervous¿ an unspecified time after the alleged issue began. It was not reported if the patient received any treatment for the symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the correct control solution was being used and that the correct testing process was being followed. The csr documented that the patient was testing with test strips that had expired. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.